Event description:
Before implant, the lead helix was tested and would not extend properly. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event was ¿the screw of the electrode springs out in a jerk¿. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clean. The helix could be extended and retracted. Visual and x-ray examinations of the lead did not find any anomalies.